Event description:
On 09/14/1997 following a coronary angioplasty procedure, an angio-seal device was placed in a pt's left groin. Hemostasis was not achieved with the device, therefore a femostop was utilized. The pt's hospitalization was also complicated by a retroperitoneal bleed (administered treatment not documented to manufacturer). Later that evening the pt complained of pain and numbness in her left leg. The pt was taken to surgery where the angio-seal was noted to be within the common femoral artery 6 cm proximal to the fomoral bifurcation. A longitudinal laceration measuring 1 cm in length was also identified; the angio-seal was removed, a thrombectomy performed, and the vessel repaired. On 09/25//1997 the pt was seen for routine follow-up; a vascular exam revealed a normal left femoral, popliteal, dorsal pedis, and posterior tibial pulses (although the right femoral was barely palpable. The pt contacted the manufacturer on 12/29/1998; as of that time she has not had any further device related sequelae.